Event description:
It was reported that the 9800 system had a temperature sensor error message and the c-arm rotation brake handle was broken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit for the temperature sensor was repaired and the handle was replaced during the service call.the system was tested and found to be working as intended and put back into service.